Event description:
The customer tested his blood glucose using his breeze2 and dex meters. The breeze2 read 249 mg/dl, while the dex meter read 116 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips and meter are to be returned for evaluation. Replacement test strips were sent to the customer.